Event description:
Reporter stated that her friend was implanted with a dual mesh plus silver impregnate to repair a hernia, in 2004. She stated that since then her friend has experienced severe pain, incontinence, ambulation difficulties, continuous diarrhea, and flatulence. Reporter stated that the pt had two additional surgeries due to wide spread infection. The pt is currently in a nursing home. The reporter has contacted a lawyer and is in the process of seeking more information about how this device was implanted.